Event description:
During a sad and acj recession procedure utilizing an acromioblaster,4.0mm,ep-1,dspl blade it was reported that surgeon experienced blade shedding, together with an inability to increase the burr sped above 5000rpm. He has experienced this before using the acromioblaster 4.0mm at both this hospital and the vale private hospital. Items are returned [unsterile], for inspection/evaluation together with photo of metal debris in joint. Some shards were trapped in soft tissue, attempted to remove using shaver blade. There was a 20 minute delay in the case. Although there were no reported patient injuries or complications, the surgeon feels that there may be concerns with future MRI scan requirements.

Manufacturer narrative:
Product evaluation summary: one used burr was returned for evaluation. The returned blade assemblies were evaluated and visual inspection identified significant axial fractures through the adapter body, to the outer sheath. A contact point on a section of the sheath at the end of the tube coupled with corresponding debridement of the inner tube opposite the contact point was observed. All indications point to excessive lateral load during device rotation. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. The reported failure mode of shedding and/or seizing for burrs is currently being investigated for the root cause and applicable corrective action through CAPA (B)(4). (B)(4).